Event description:
It was reported that the patients ipg was not charging properly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the hospital.

Manufacturer narrative:
Correction to the initial MDR in block g3; the aware date should have been june 10, 2022.

Manufacturer narrative:
Exact date unknown, event occurred three years ago.

Event description:
It was reported that the patients ipg was not charging properly. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the hospital.